Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line on the controller lcd display was confirmed during analysis. The evaluation of the returned system controller (B)(6) revealed a vertical line on the controller display. The vertical line on the lcd display did not affect the system controller's ability to operate the pump. A specific root cause that contributed to the compromised lcd display was not determined during analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The heartmate 3 lvas patient handbook (japan) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6) central hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that white lines appeared on the system controller's display. The patient's controller was exchanged.